Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm. The proximal aortic neck was 20.1 mm in diameter with a length of 28.5 mm and a distal diameter of 20.4m. Access vessels were described as moderately tortuous, with moderate calcification. It was reported that the physician implanted the stent graft system. The bifurcate was successfully implanted. The lower left limb was placed slightly lower than intended due to placement error, and a final angiogram showed a type iii separation endoleak between the bifur and limb. The separation was not complete; the reduced overlap zone (- 30 mm), coupled with the placement of a 20 mm proximal end limb into the gateway produced "guttering" on the left contralateral limb that showed up as an endoleak. An endurant ii was placed inside the limb to resolve the endoleak, and balloon molding was performed with another manufacturer's device. A repeat angiogram showed no endoleak, and flow appeared equivalent on both sides. After the left surgical site was closed, the right side was seen to have poor flow. A 6f sheath and catheter was inserted and multiple images were taken. A tight kink of the right limb was seen at the region of the distal aorta. The physician believed the kinking occurred during the remolding of the contralateral devices, but had not been apparent on the completion angiogram. The area was ballooned again with another manufacturer's device with some improvement seen. The decision was made to insert a medtronic cobalt 10x40 stent to further open up the right side at the point of kinking. Final imaging showed no endoleaks and brisk flow down both limbs, with good luminal patency of both graft limbs. No additional clinical sequelae were reported and the patient is fine. Further information states that the left contralateral limb that was measured and supplied was the incorrect length to provide ideal placement in the left common iliac artery. An appropriate length upon measuring angio prior to limb deployment would have been a 93 mm limb rather than the 124 mm limb originally suggested. To continue with the procedure, the decision was made to use the existing pieces supplied for the case to try and provide a completed procedure. A review of several returned still angio images confirmed that the contra limb was implanted into the gate with less than required o verlapping (approximately 2cm). The contralateral limb just distal to the gate appeared to be bulging out, likely indicating device oversizing and possible infolding within the gate. An additional limb had been placed inside the gate and aligned with the flow divider marker band. Severe stent graft narrowing was observed with the right ipsilateral limb; this may be due to compression by the overlapping contra limbs within the small distal aorta. Final angio showed no endoleak and good bilateral blood flow. The type iii separation endoleak likely user related; inaccurate delivery of the contra limb (low placement) with insufficient gate overlap, and implanting a 20mm contra limb into the gate. Right limb kink likely anatomy related; placement into the small distal aorta.

Manufacturer narrative:
(B)(4).